Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a terrible experience on the day of implant. The patient had to wait for 3 hours for the surgery, was hospitalized and said they didn't receive any medication for nausea or pain. The manufacturer representative (rep) came very early the next day to review how to use the programmer however patient said that based on how they were feeling, they were not able to comprehend the information. Shortly after the implant, they noticed that the incision site was red and inflamed so they called their healthcare professional (hcp) and informed them of the status. The patient did have site checked and said that the hcp saw the incision site, ordered shots for the patient. They received antibiotic shots.